Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 in the morning with blood glucose of 600 mg/dl. Customer¿s current blood glucose is 154 mg/dl. Customer reported that insulin pump had no delivery alarm. The customer was treated with given manual injection of novolog. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer declined to troubleshoot the high blood glucose and requested to get a replacement insulin pump. The insulin pump will be returned for analysis.